Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed battery depleted and error code 41622. The patient had removed and replaced the batteries, successfully restarting the pump. However, before the medication could begin dispensing, error 41622 had reappeared. The patient had again replaced the batteries with new ones and powered the pump on. Upon starting the pump, the error alarm had returned while on the phone. The pump was then powered off. There was no injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.